Manufacturer narrative:
(B)(4). (B)(6). The affected device was received for evaluation. The device was visually inspected. The device failed the visual test and the reported condition was verified. The cause was determined to be related to the production process. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set separated from the drip chamber. This occurred prior to patient use. No additional information is available.